Event description:
Patient had a very long abdominal aortic aneurysm, with internal iliac arteries orginating very close to the aortic bifurcation. In order to maintain patency of the right internal iliac artery, the contralateral 1eg graft was deployed into the main body graft with a two full stent body overlap. Retrograde angiogram of the 1eg graft placement observed patency of the right internal iliac artery. Ipsilateral leg graft was deployed into the main body limb with a three and one-half stent body overlap, supporting the high placement of the contralateral leg graft and patency of the left internal iliac artery, zenith graft and patency of the left internal iliac artery. Zenith graft was ballooned and molded to the vessel wall. Final angiogram noted the right internal iliac artery had been occluded by the leg graft. A second leg graft was deployed on the ipsilateral side to further extend the seal into the external iliac artery. Procedure concluded with no endoleak presence noted.